Event description:
Dental implant failure.

Manufacturer narrative:
Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseous dental implants in clinical use.